Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that occurred during a bolus. The blood glucose reading was 189 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She stated that the cannula was bent. Customer was advised on procedure to fill the cannula. Nothing further was reported.